Event description:
(B)(4). The provider states the unit shuts down and isn't alarming when the issue occured. The provider states he didn't have additional information regarding the unit. The information he has is the information that was given to him by the driver 7857hf.